Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in two pieces. The first piece measured 16.5cm and the second piece measured 345cm. The exposed glass tip measured 4 mm and was in a good/unused condition. During functional testing, light from the sma connector was bright and round, indicating that there was no fracture within the connector. Based on analysis results and information available, the reported fiber break was confirmed. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. According to the device instructions for use: do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. .

Event description:
It was reported that this fiber broke 10cm from the connection point to the console after 10 seconds of use. It was noted that another urologist was brought into the operating room to ensure the physician's technique is not contributing to fibers damage. There were no patient complications, and no additional information was reported.

Event description:
It was reported that this fiber broke 10cm from the connection point to the console after 10 seconds of use. It was noted that another urologist was brought into the operating room to ensure the physician's technique is not contributing to fibers damage. There were no patient complications, and no additional information was reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in two pieces. The first piece measured 16.5cm and the second piece measured 345cm. The exposed glass tip measured 4 mm and was in a good/unused condition. During functional testing, light from the sma connector was bright and round, indicating that there was no fracture within the connector. Based on analysis results and information available, the reported fiber break was confirmed. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. According to the device instructions for use: do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection.

Event description:
It was reported that this fiber broke 10cm from the connection point to the console after 10 seconds of use. It was noted that another urologist was brought into the operating room to ensure the physician's technique is not contributing to fibers damage. There were no patient complications, and no additional information was reported.